Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures had a 1-0 diameter instead of a 3-0 diameter, one or three? If the quantity is three please provide the product code and lot number for those devices.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During use on a patient, it was found that the size was 1-0, not 3-0. There were no adverse patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: 1. How many sutures had a 1-0 diameter instead of a 3-0 diameter, one or three? One identified. 3 threads were used before complaint identified. However, it could not be confirmed if the used 3 threads were 1-0 diameter of 3-0 diameter. 2. If the quantity is three please provide the product code and lot number for those devices. The product code and lot number were already provided. As the complaint was captured during the follow up for ha request, the specific customer cannot be identified.